Event description:
At about 1 year and 3 months after the primary surgery, the patient came in reporting instability and the cause is unknown. The surgeon revised the insert (from 10mm to 17mm) and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 3 february 2023. Lot 188998: (B)(4) items manufactured and released on 04-feb-2019. Expiration date: 2024-jan-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.